Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Event description:
New information received notes that the patient was stable throughout the explant procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin transmission. Upon interrogation, the patient had received inappropriate defibrillation therapy due to lead noise. Lead was explanted on (B)(6) 2019.